Manufacturer narrative:
(B)(4). The device manufacture date is not known. Alleged failure: scope scrapped the side of the sheath. Confirmed failure: broken rod lens probable root cause: thermal destruction of epoxy; improper/third party repair ; improper epoxy/curing process; laser welding failure; use error; contact with instrument the product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence.

Event description:
It was reported that when the user was sliding the scope down the sheath, it scraped the sides causing foreign bodies to break off inside patient. The foreign bodies were successfully removed from the patient.